Manufacturer narrative:
Remains implanted in patient.

Event description:
A report was received that the patient felt a surgical reaction and mild pain on the chest at the lead extension connection site. It was noted that during the initial implant procedure the ipg was implanted in the abdomen which required the physician to use two 55 cm lead extensions. The patient will undergo a revision procedure wherein the lead extension location will be moved to avoid rejection and inflammation. The physician assessed that the extension connection caused the skin reaction and that if one long extension was used that would have prevented this painful issue.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead extensions locations were repositioned. Additional suspect medical device components involved in the event: complaint - (B)(4); model: nm-3138-55; model: unknown; description: dbs lead extension. Device remains implanted in the patient.

Event description:
A report was received that the patient felt a surgical reaction and mild pain on the chest at the lead extension connection site. It was noted that during the initial implant procedure the ipg was implanted in the abdomen which required the physician to use two 55 cm lead extensions. The patient will undergo a revision procedure wherein the lead extension location will be moved to avoid rejection and inflammation. The physician assessed that the extension connection caused the skin reaction and that if one long extension was used that would have prevented this painful issue.